Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. The lead was capped on (B)(6) 2016. Patient condition was good.